Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The downstream occlusion (dso) sensor occluded. The new dso sensor failed calibration instantly: replaced main printed wire assembly (pwa) board. The device then passed dso calibration and all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; exact date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an attach/reattach error. There was unknown patient involvement.